Manufacturer narrative:
(B)(4). Attempts have been made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Do you have any photos? What date did the reaction occur post op? What prep was used prior to, during or after dermabond advanced use? How many layers of adhesive were used during application? Was a dressing placed over the incision? If so, what type of cover dressing used? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Were any patch or sensitivity tests performed? What is the physician¿s opinion of the contributing factors to the reaction? Patient demographics: initials / ID; age or date of birth; bmi, gender. Patient pre-existing medical conditions (ie. Allergies, history of reactions). For female patients ask: was the patient exposed to similar products, such as artificial nails? Was prineo/demabond or skin adhesive used on the patient in a previous surgery or wound closure? Name of surgeon? What is the current condition of the patient? To date the device has not been received. If further details or the device are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent an repeat cesarean section on (B)(6) 2019 and topical skin adhesive was used. Patient developed redness and itchy skin conditions. Patient positive culture of incision. Patient was treated with steroids and antibiotics. Current patient status unknown. Unable to identify lot number. Additional information requested.